Event description:
It was reported that there was a periprosthetic fracture. Were originally going to cable it but decided that since it was an asymptomatic abgii stem it would be removed anyway.

Event description:
It was reported that there was a peri prosthetic fracture. Were originally going to cable it but decided that since it was an asymptomatic abgii stem it would be removed anyway.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The event could not be confirmed nor the root cause determined because no medical information was provided. The material analysis report concluded that the stem showed bony on-growth on all sides of the stem and the interface at the neck to stem junction showed nothing remarkable. In addition, the neck to head trunnion showed an as-manufactured surface. No material or manufacturing defects were observed on the examined surfaces. Review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review indicates there have been no other events for the reported lot or catalog number. Similar events have occurred for the product family. None are related to design, manufacturing, or material factors.